Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 212 mg/dl. The customer reported receiving failed self-test alarms from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.